Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, infolding occurred. The valve was recaptured and removed, and a new valve was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0011966443); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0011945515); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Confirmation was received that the valve was explanted and replaced due to infolding and "many paravalvular leak (pvl)s". The infolded valve was confirmed to have been explanted. The patient was discharged following the surgical aortic valve replacement. No additional adverse patient effects were reported.

Event description:
Additional information was received that a misload did not occur during loading. The infold was first observed following release of the valve. The valve was recaptured two times due to under expansion. It was further reported that a surgical aortic valve replacement procedure was performed, which resulted in a procedural delay. Per the physician, the patient had a bicuspid aortic valve that contributed to the infold. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.